Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: received for evaluation a jugular filter delivery system with labeling. The denali filter was returned loaded inside the storage tube; however, it was noticed that the pusher catheter gripper was dislocated from the filter snare hook and had moved proximally in the storage tube (see attached photo). It is unknown how this occurred as it was not reported by the user; however it is possible the user pulled on the pusher catheter allowing for the dislocation of the gripper. No other anomalies were identified. Functional/performance evaluation: with slight resistance, the filter was pushed forward and deployed from the storage tube. No anomalies were identified on the pusher catheter as well as the storage tube. The filter exhibited 6 legs and 6 arms that were present and intact. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the device was returned and the filter was advanced with slight resistance. However, based upon the returned sample condition, the complaint investigation is confirmed for dislodged or dislocated and failure to advance as the filter was found inside the storage tube with the gripper dislocated from the retrieval hook. It is possible that during procedural preparation, the user loosened the tuohy-borst and likely pulled back on the pusher catheter, which in turn likely caused the separation between the sheath gripper and the filter snare hook. Per the current IFU (instructions for use), the pusher catheter should not be retracted at anytime during the procedure. However, based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current denali filter IFU (instructions for use) instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment, the filter could not be advanced through the delivery sheath; therefore, the filter and delivery system was exchanged for a new filter that was prepped and deployed successfully. There is no reported patient injury.